Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
It was initially reported that the pt was hospitalized due to seizures (below baseline). When the pt went to see their physician that pt was found to be programmed off. A company rep went to the site and reviewed the programming history in the physician's hand held device. The company rep was able to confirm a partial programming event that programmed the pt to an output current of 0 ma. The pt settings were not corrected prior to leaving the office. Good faith attempts to gain the programming history from the physician's hand held device to confirm have been unsuccessful to date.